Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed for a watchman clinical study. The patient was crossover to device group and underwent successful placement of a commercially available 24 mm watchman flx laa closure device with a complete laa seal. The patient was discharged on 5-oct-2021 on aspirin (81 mg/day) and clopidogrel (75 mg/day). On 03-oct-2022, 363 days post index procedure, a transesophageal echocardiogram (tee) was performed which revealed a thrombus on the closure device. At the time of event, the patient was on aspirin (81 mg/day). In response to the event, apixaban (10 mg/day) was started. On 03-nov-2022, tee imaging was performed which revealed a complete laa seal with estimated left ventricular ejection fraction (lvef) of 50% and a laminar, non-mobile thrombus on the atrial facing surface of the closure device. On 17-jan-2023, the event was considered to be resolved.

Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed for a watchman clinical study. The patient was crossover to device group and underwent successful placement of a commercially available 24 mm watchman flx laa closure device with a complete laa seal. The patient was discharged on (B)(6) 2021 on aspirin (81 mg/day) and clopidogrel (75 mg/day). On (B)(6) 2022, 363 days post index procedure, a transesophageal echocardiogram (tee) was performed which revealed a thrombus on the closure device. At the time of event, the patient was on aspirin (81 mg/day). In response to the event, apixaban (10 mg/day) was started. On (B)(6) 2022, tee imaging was performed which revealed a complete laa seal with estimated left ventricular ejection fraction (lvef) of 50% and a laminar, non-mobile thrombus on the atrial facing surface of the closure device. On (B)(6) 2023, the event was considered to be resolved.

Manufacturer narrative:
D4 model number, lot number, catalog number, expiration date: updated with additional information received.